Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced turbid drainage, coincident with peritoneal dialysis therapy. The cause of the turbid drainage was not reported. Treatment for the event was not reported. Extraneal and physioneal therapies were ongoing. The patient was not recovered from the event. No additional information is available.